Event description:
It was reported that a female patient underwent a coronary catheterization procedure on (B)(6) 2014. Access was obtained above the bifurcation. Pre-procedure femoral angiogram showed the vessel size to be 6 mm. Following the procedure, the physician who is in training, selected a mynx ace 6f/7f to close the access site. It was reported that on an unknown date the patient presented with a pseudoaneurysm which was not big enough to be treated.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.